Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported low bgs.customer reported a loss of communication between the transmitter andthe pump.customer reported an issue with the sensor tape sticking. Updated summary: customer reported tape not sticking to his arm for his sensors. So, he started putting them on his thigh. Helpline told him that was an unapproved area. Customer said he was aware of that. Customer also reported a blood glucose value of 62mg/dl. However, he said he never said that value was low and never said he treated that blood glucose value. So, no harm was alleged. Customer also had no communication between the pump and the transmitter and had lost sensor and sensor signal not found alerts. Customer declined troubleshooting. It was unknown if pump was used at the time of the blood glucose value of 62mg/dl. It was unknown if smartguard was used. Transmitter is not returning for analysis.